Event description:
It was reported that during the use of the device for a non-clinical activity, the blood parameter monitoring unit (bpm) had damage to the cord. The (B)(4) tech found the unit with damaged cord when he did the initial inspection for the potting upgrade. There was no pt involvement.